Event description:
During follow-up, external noise resulting in oversensing and automatic mode switch episodes were noted on the device. Abbott technical support was contacted and confirmed the event. Provocative testing was performed and revealed no anomalies. No further intervention was performed. The patient was in stable condition and will continue to be monitored.